Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure a vacuole was noticed in the optic. In a follow up, the surgeon indicated the defect may be too small to be visually significant.